Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 27 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer addressed their elevated bg with a manual injection of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. H3 other text : device not returned